Manufacturer narrative:
D6b: unk. B5 - reportedly the lens was removed and replaced with a larger icl. After subsequent prk the patient's vision is 20/20 and is happy. Claim # (B)(4).

Manufacturer narrative:
No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -07.00/+1.5/090 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2019. The lens was reported as having rotated and remained implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.